Event description:
It was reported in a scientific article that a vns patient experienced significant fluctuations in heart rate 6 months after implantation. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
"Efficacy of vagal nerve stimulation in children with medically refractory epilepsy." (2000): 1353-1358.